Manufacturer narrative:
It was confirmed that this issue had been created in error. There was no issue alleged or found with with this device.

Event description:
It was confirmed that this issue had been created in error. There was no issue alleged or found with this device.

Event description:
It was reported that the siderail drops quickly when lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.